Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 20:43:48. During night drain cycle six, the patient's ultrafiltration reading was 970ml, indicating the home patient (hp) drained 970ml more than their maximum programmed fill volume of 1200ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The assignable cause was determined to be false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. If any additional information is received, a follow-up will be sent.